Event description:
It was reported in a service report that the scale was not functioning. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion - new cpu on order for bed.